Event description:
Fetal heart tone tracings show a reassuring pattern, then infants are born with low apgar score. At times, the heart rates are half or double counted. This has affected more than 9 pts.